Manufacturer narrative:
Considering the test results and because allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material, the device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that a pt had an allergic reaction after a procedure was performed using prime & bond nt. The pt was referred to a dermatologist and tested; test results indicate that the pt has a type IV allergy to the material. No intervention was necessary to treat the symptoms.